Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother reported the insulin pump shut off when the customer attempted to bolus. It was also found the up button caused the insulin pump to scroll up. The mother was unable to resolve the issue with a battery change. Customer's blood glucose was 72 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked battery tube threads. Numbers does not ramp up on its own or scroll bar moving with no input. No blank display noted during our testing.